Event description:
It was reported, no backflow in the PICC line. When it was about to be flushed, the patient heard a strange noise. Started infusing the nacl and the patient then feels that it tenses in the arm. The PICC line is removed and you see a hole at 8cm. The patient is fine. No patient impact more than they need a new PICC line. No exposure to blood or bodily fluids. No other action have been taken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole on the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a circumferentially aligned split was observed in the catheter tubing between the 8 cm and 9 cm depth markers. Extending from this split were two longitudinally aligned splits. The circumferential split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, no backflow in the PICC line. When it was about to be flushed, the patient heard a strange noise. Started infusing the nacl and the patient then feels that it tenses in the arm. The PICC line is removed and you see a hole at 8cm. The patient is fine. No patient impact more than they need a new PICC line. No exposure to blood or bodily fluids. No other action have been taken. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: it was reported, total PICC length was 40cm, inserted in the basilic vein, exit site marking 0cm, and secured with a statlock. PICC used for oncology treatment of etopocid, doxorubicin, cyklofosfamid, rituximab, vincrestin. Leak identified by patient feeling pain in the arm when flushing saline, extravasation and break noted at 8cm internal to the patient 47 days after placement. Routine dressing changes performed and site cleaned with chlorhexidine 5mg/ml they use 100ml bottles and pour into a bowl.